Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation is compromised.

Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: did not pass insulation test the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause to the unit in relation to the complaint as it has passed the functional, and insulation test. The probable root cause of the dent and dry splotches on the insulation could be normal wear and/or sterilization methods. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the insulation is compromised.